Event description:
As reported, customer opened a repair request to perform an inspection of the device in order to check control knob. During device inspection the auxiliary channel was found clogged with foreign materials. There is no patient involvement associated on this reported event. No user injury reported. This report is being submitted for foreign materials found on the device channel.

Manufacturer narrative:
Device inspection noted, the auxiliary channel found clogged with foreign objects. Furthermore the following findings on the device noted below: connecting tube damaged causing insulation resistance values at distal end to not meet the standard values. C-cover damaged causing insulation resistance values at distal end to not meet the standard values. Angle wires with play due to wear. Grip scratched, rl knob scratched, control unit scratched, s-cover scratched , sw1 scratched, sw box scratched, sc cover unit scratched, protector scratched, universal cord coating peeling. Service repair noted that the reported fault is likely a result of customers incorrect reprocessing method and mishandling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: g2 (checked "other", added "italy"). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The causes of this suggested event were presumed to be: ·removal of foreign material adhered in the auxiliary water channel at procedure was difficult because precleaning was not performed immediately after the procedure. ·removal of foreign material was difficult because appropriate amount of water was not fed at precleaning and/or manual cleaning. ·staff of the user facility was insufficiently trained on device handling or reprocessing in accordance with the instructions for use (IFU). The IFU (reprocessing manual) states to preclean the endoscope and accessories immediately after a procedure. The IFU further states: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.